Event description:
The customer contacted global technical services (gts) regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The drain volume was equal to 4259ml, and the fill volume was equal to 2500ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The uf was equal to 816ml, and the target uf was set to 1000ml. The technical service representative (tsr) bypassed the machine to last fill as the home patient (hp) had tried repositioning and pressing stop and go several times. The caller would call the registered nurse (rn) to inform them that the initial drain alarm was set to 0ml, and the last fill volume was set to 2000ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated that she was not made aware of this event. She stated that she saw the patient yesterday and they did not mention this issue. Ps informed the nurse that the last fill volume was set to 2000ml and the initial drain alarm was set to 0ml, which could potentially cause the overfill. The nurse stated, the patient just started doing a last fill of extraneal and maybe as a result this one therapy did not have the initial drain alarm adjusted. She stated, it has been adjusted since then. Ps also informed the nurse that using extraneal could also possibly cause the patient to pull off more fluid which could lead to a high drain volume. The nurse said she would review the patient's therapy settings. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of iipv was confirmed based on reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of increased intra-peritoneal volume (iipv-adult). The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed.